Event description:
The pump was returned for investigation. Investigation revealed a cracked display screen. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was booted with sound and vibration. When the pump was opened for investigation, the display screen was found to be cracked. Removing the cracked display screen with a test screen caused the pump to display the proper verify screen upon startup. (B)(6).